Event description:
Iab s/n unk. The color of the hemostasis valve and the dilator nut are both clear when in the dimly lit catheter lab. It is difficult to remove the dilator from the hemostasis valve because they are both the same color. Because both items are the same color, it is unclear where to unscrew the dilator. The user ends up removing the hemostasis valve from the sheath causing more bleeding than usually expected.